Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On 14-sep-2020, 2565 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2565 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the essure was removed from the right cornua") and device breakage ("the coil fragments and segments aggregate to 12.2 cm in length x less than 0.1 cm in diameter") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of multiparous and pelvic pain. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure coil). Essure was removed on (B)(6) 2020. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: h 4 trailing coils on the right side h 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis a: bilateral tubes and essure implants - unremarkable segments of fallopian tubes with lumen identification - unremarkable metallic coil devices specimen submitted a: bilateral tubes and essure implants clinical data laparoscopic salpingectomy pelvic pain in female gross description: both tubes exhibit metallic coil devices within the lumen, with multiple detached segments of coil within the specimen container as well. The coil fragments and segments aggregate to 12.2 cm in length x less than 0.1 cm in diameter. The fallopian tubes exhibit unremarkable cut sections concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to device breakage and embedded device, reporters, medical history, lab data, non-drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the essure was removed from the right cornua") and device breakage ("the coil fragments and segments aggregate to 12.2 cm in length x less than 0.1 cm in diameter") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of multiparous and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure coil). The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: h 4 trailing coils on the right side h 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis a: bilateral tubes and essure implants - unremarkable segments of fallopian tubes with lumen identification - unremarkable metallic coil devices specimen submitted a: bilateral tubes and essure implants clinical data laparoscopic salpingectomy pelvic pain in female gross description: both tubes exhibit metallic coil devices within the lumen, with multiple detached segments of coil within the specimen container as well. The coil fragments and segments aggregate to 12.2 cm in length x less than 0.1 cm in diameter. The fallopian tubes exhibit unremarkable cut sections quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report